Event description:
After receiving several cypher stents the pt had restenosis.

Manufacturer narrative:
Pt was a male. In 2005 a pci was conducted to treat the distal right coronary artery (rca) and the posterior descending (pd). A 2.5 x 18mm cypher stent was implanted at the pd. A 2.5 x 18mm cypher stent was also implanted at the distal end of the distal rca. A 3.0 x 18mm cypher was implanted at the proximal end of the distal rca. At approximately 2 months later, a pci was conducted to treat the proximal left anterior descending (lad). A 2.5 x 23mm cypher stent was implanted at 12atm for over 61 seconds at the target lesion. In 2007, a cag was conducted and restenosis was observed from inside of the cypher implanted at the proximal lad and distally to the mid lad. There was 90% stenosis. At the same time, a de novo lesion was observed at the proximal circumflex and the obtuse marginal. There was 90% stenosis. In 2007 balloon angioplasty was conducted to treat the restenosis at the proximal lad and the new stenosis at the mid lad. The residual % of the stenosis was 0%. To treat the de novo lesion at the proximal circumflex, a 2.5 x 18mm cypher stent was implanted. To treat the distal circumflex, a 2.5 x 23mm cypher stent was implanted. At about one week later, follow up angiography was conducted and a de novo lesion was observed at the left main. There was 75% stenosis. At the same time, stenosis was observed at the proximal end of the proximal lad. It was unk if the lesion was inside of the implanted cypher or not. There was 90% stenosis. Also, restenosis at the distal rca and the pd was observed inside of the implanted cypher stents. There was 90% stenosis. About 20 days later, CABG was conducted on 3 branches at rima-lad, lima-om and gea-4pd. The procedure was successfully finished. This device (lot unk) is distributed outside the united states; however it is similar to the united states product. This device could have one of the following lot numbers: (i1204073 or i0105127 or i0105180). This device is one of four products associated with this event. Please refer to MFR report # 9616099-2008-01768, 9616099-2008-01769, 9616099-2008-01770, & 9616099-2008-01771. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.